Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. The customer states "in 2008 appt 53.4. (Daily coag). One month later, crrt clotted at 0800h. Appt }130 at 11.00 hours. Pt not heparinized while on crrt. Again about 4 days later, pt on cvvhdf until clotted at 0800h. Coag at12.00h appt. 130. Previous coag at 0100h same day appt 40.8 the date the catheter was inserted is not given. The catheter was eventually pulled, but it wasn't made clear for what reason. The pt has subsequently died, but the info that was given didn't state whether this was related to their coagulation or unrelated factors. The date of death not given

Manufacturer narrative:
Submit date: 10/13/2008. An investigation is currently underway. Upon completion, the results will be forwarded.